Manufacturer narrative:
The patient demographics of date of birth and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse cleaned the reagent carousel, incubator unit, wash wheel, and precision and wash valves. The fse also adjusted the position of the sample probe, ultrasonics and adjusted the mixer motor speed to optimized performance specifications. The fse noted the vacuum was slow to reach specification and replaced the vacuum pump and valve. The aspiration tubing was proactively replaced. The fse did not identify any hardware or system malfunctions that would have been the cause of the non-reproducible elevated access accutni+3 result. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. There is no indication the access accutni+3 reagent was returned for evaluation. The cause of the non-reproducible elevated access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The patient's first sample generated an access accutni+3 result within the assay's normal reference range. The patient's second sample (designated as sample 2) generated an elevated access accutni+3 result on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system. The sample was recentrifuged and reanalyzed in duplicate on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower results, within the assay's normal reference range, were obtained. The sample was also analyzed on the laboratory's unicel dxi 800 access immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range was obtained. The patient's third sample (designated as sample 3) was analyzed on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and generated a result within the assay's normal reference range. The original elevated sample was reported outside of the laboratory. There was no change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 result. Quality control (qc), calibration, and system check were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a sodium heparin tube and was centrifuged for ten (10) minutes at 6,000 rpm (revolutions per minute) at room temperature. No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.